Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2011-03374. It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The target lesion was located in a severely calcified and severely tortuous ostial circumflex (cx) artery. The lesion was pre dilated with an unknown balloon catheter. The physician advanced the 1.5mm rotalink burr onto the 330cm rotawire floppy guide wire and ablated the lesion once. Upon the second pass, resistance was noted on the distal end of the wire and the burr would not advance on the guide wire. The rotalink burr stalled, and became stuck on the guide wire. The burr was unable to be removed from the wire. The device and guide wire were removed from patient as a unit. Multiple attempts were made to rewire the lesion however, was unsuccessful. A dissection was noted in the proximal to mid cx. The dissection was treated by implanting an unknown stent in the proximal cx. The rotational atheterctomy procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.